Event description:
Information received from the intreped clinical database. Treatment of an unruptured dissecting midline sidewall aneurysm measuring 12mm x 9mm. It was reported that the patient had a small ischemic stroke in the pons due to the occlusion of the perforator of the basilar artery which is the same location as the implanted pipeline. The patient experienced dizziness and right sided weakness. It was reported that the patient's condition resolved on (B)(6) 2011.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).